Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), inner tubing kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damage at implant. Lab personnel also noted that the helix can not be extended or retracted due to distal conductor distortion within the connector.

Event description:
It was reported that during an implant of the right ventricular lead, the lead was repositioned multiple times. The helix of the lead would not extend or retract when turning the pinch on tool. The lead was attempted, but not used. A new right ventricular lead was placed. There were no patient complications reported as a result of this event.